Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation conductor was decreasing. The device memory indicated the lead impedance defib - svc trend was falling. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated due to pacer spikes observed on telemetry. The interrogation showed the right atrial (ra) lead exhibiting undersensing of atrial fibrillation (af) causing atrial pacing to occur during af, and review of lead impedance trends showed that the right ventricular (rv) lead rv and superior vena cava (svc) defibrillation impedance trends began trending slightly downward several days prior. The interrogation also showed that the patient received an inappropriate shock for af with rapid ventricular response due to the atrial undersensing, but less than the programmed high voltage energy was delivered. This indicated that short circuit protection (scp) was triggered during high voltage therapy resulting in less than the programmed high voltage energy being delivered by the ICD. Additionally, following the scp event, there was a subsequent false drop in pacing impedance across all pathways and an apparent decrease in the battery voltage trend. The interrogation and clinical data transmitted from the ICD were reviewed by qualified engineering personnel and determined that based on the data and review of historical lead performance, there was no evidence to suggest that there is a lead integrity issue that would have triggered scp, and indicated that it was likely related to an ICD issue. It was also suspected that the decrease in rv lead defibrillation impedance trends may have been related to the patient's clinical status leading up to the event, however it was not believed to be related to the ICD issue. The ra lead was reprogrammed to better sense af, and the ICD system remains in use. No further patient complications have been reported as a result of this event.